Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 300 mg/dl. The customer stated that he has been ill and ended up in the hospital for a week and was released. The customer stated that he cannot get his blood glucose down. The customer was advised to contact his health care provider regarding the settings of the pump. The customer declined to troubleshoot for high blood glucose readings. The customer was advised to discontinue use of the pump and revert to a backup plan if he needed to.